Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on (B)(6) 2026. Due to occlusion issue, patient's blood glucose level was low and was given hypo treatment. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyse a particular item. Investigation in progress.